Manufacturer narrative:
The field service representative (fsr) inspected the instrument and checked the wash cup volumes, adjusted the mixer volume, and cleaned all probes. Return testing was not completed as returns were not available. An instrument service history review found no similar issues as described in this complaint. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified.section g1 has been updated to current contact information.

Event description:
The customer observed falsely elevated sodium results generated on the architect c16000 processing module on multiple samples. Sid (B)(6) initial result = 165.3 mmol/l, repeat on an alinity = 138.6 mmol/l sid (B)(6) initial result = 166.4 mmol/l, repeats on another architect = 137.8 mmol/l and 139.4 mmol/l sid (B)(6) initial result = 171.5 mmol/l, repeats on another architect = 139.8 mmol/l and 141.5 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium results generated on the architect c16000 processing module on multiple samples. The following data was provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sids (B)(6). An evaluation is in process. A follow up will be submitted when the evaluation is complete.